Event description:
Philips received a complaint from customer biomed, reporting the display on the v60 ventilator was dim. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme requested information for replacement components. The rse supplied the part details as requested.

Manufacturer narrative:
H10: the customer biomed engineer (bme) reported the facility made the decision to not repair the unit and instead remove the device from service. The device was retired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.